Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device has been returned to zimmer biomet. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the battery exploded due to the cable being cut no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). Investigation summary: review of the device history record for 00515048201, lot number z000008454, identified no relevant deviations or anomalies. Product examination found that only the battery pack was returned for this complaint. The batteries inside the battery pack had warped due to a short circuit. This complaint is confirmed. However, the wire was cut by the customer. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause of the reported event is that the customer cut the wire. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.